Event description:
Customer reports the use by date on the aviva test strip vial as 5/30/2009. Manufacturer's batch record confirmed the actual use by date to be 4/30/2009. No adverse event reported. Requested return of suspect device and replacement was sent.